Manufacturer narrative:
Concomitant product: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient fell down wet steps and hurt where the battery was put in and her upper back. It was noted that the patient landed on her back where the battery was implanted. The patient was real sore and could not help but to ¿wander¿ if the battery was damaged because she felt no more stimulation down her legs. It was noted that the patient had charged the battery the day prior to this report and she was afraid to go to the doctor because of what the health care provider might tell the patient. It was also noted that the patient¿s incisions just started to heal really well.